Event description:
Acct. Reports that "the 'bung' on the top of the burette chamber flipped to a vertical position". It was the second time the septum had been accessed. It was accessed with either the vial access cannula #303367, bd twin pak #303390, or the bd blunt plastic cannula #303345. The set was used on an adult and there was no injury to the pt.